Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with the event associated with suspected infusion set or tubing flow issues during a supply change and subsequent need for repeated supply replacement and reconnection. Symptoms included elevated blood glucose confirmed by fingerstick at 334 mg/dl, with continued high readings before trending down. Outcomes included recovery without medical intervention, no emergency treatment, and no hospitalization, with glucose declining to 149 mg/dl after supply change and continued automated corrections. Investigation included technical troubleshooting with guided full supply changes and education on appropriate use of the system¿s correction algorithm and meal announcements. Investigation of this case revealed that insulin delivery resumed after the supply change and that glucose subsequently decreased, suggesting resolution of a probable infusion pathway issue. It was concluded that the event involved hyperglycemia of unclear cause with user-reported difficulty visualizing drops during priming, and that appropriate troubleshooting and education restored expected therapy performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.